Manufacturer narrative:
(B)(4). Batch # m93f5. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested but unavailable. Did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Is the tissue pad returning with the device or has it been disposed of? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a laparoscopic right nephrectomy procedure, event occurred during a procedure performed by consultant urologist, during use of the device from the jaw of the device. The middle section of the inactive plastic pad which comes into direct contact with the active blade of the device is no longer present with the returned device. It appears to be burnt through. There was no detrimental impact upon the procedure and the procedure was simply completed with a same like product. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Event no longer meets the criteria of a reportable event. New information received that the tissue pad was melted, not detached.